Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited non-detection due to dislodgement. Subsequently, this lead was successfully explanted. No other adverse patient effects were reported. This lead was out of service and will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.